Event description:
It was reported that during a nephrectomy, that there was a spontaneous break of the lap disc. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/25/2007. Information anticipated, but unavailable at this time.